Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had driveline disconnect alarms that lasted for 8 seconds. The patient stated that no one had touched the driveline or controller. The log files confirmed a pump stop on (B)(6) 2022 between 9:33:25 and 9:33:28. The patient stated they were under a thick blanket and could not hear the alarms. Additional information repot that at the time of the alarm the patient was being picked up by emergency medical services (ems). Related manufacturer reference number # 2916596-2022-10267; 2916596-2022-10266.

Event description:
Additional information: it was reported that the patient was being picked up by emergency medical services (ems) due to a fall at home and had significant 10/10 pain in both knees and needed further evaluation. The device was functioning as intended and was stable.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a pump stop event and driveline disconnect alarm that appeared consistent with electrostatic discharge (esd). The controller event log file contained data from 26mar2022 through 31mar2022. A transient pump stop as well as a driveline disconnect alarm were captured on 30mar2022. The pump had no difficulty ramping back up to speed shortly after these events. The pump stop and driveline disconnect event appeared consistent with a pump reset due to an esd event. No other notable events or alarms were captured. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 3 of the IFU, ¿powering the system¿, states that high levels of static electricity can damage or harm the system and cause the pump to stop. This section recommends that the patient use battery power when not sleeping or resting to reduce the risk of electrostatic discharge (esd) events. Section 6,"patient care and management¿, warns that static electricity can cause the left ventricular assist device (lvad) to stop and explains additional steps in how it can be avoided. This section also contains a sub-section entitled ¿electrostatic discharge¿ that lists ways to reduce static electricity. Section 7, "alarms and troubleshooting", describes all alarm conditions as well as the appropriate actions associated with them. Additionally, the safety testing and classification tables in appendix c of this document include electrostatic discharge information. Section 1 of the patient handbook, ¿introduction¿, warns the user to avoid touching older television or computer screens and to avoid activities that may induce string static discharges and to take actions to reduce the chance of esd, as strong electrical shocks can damage electrical parts of the system and cause the pump to perform improperly or stop. Section 4, "living with the heartmate 3", contains a section on "static electricity", in which the user is warned to avoid activities that may cause static electricity and to discharge any built up esd by touching a metal surface before handling lvas components. Section 5, "alarms and troubleshooting", outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard or pump off alarm, call your hospital contact immediately for diagnosis and instructions. The testing & classification tables in section 9 of this document include esd. The emergency contact list form included in the handbook also instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a driveline disconnect alarm and subsequent pump stop that appeared consistent with a physical disconnection of the driveline. A specific cause for the driveline disconnection could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's reported fall could not be conclusively determined through this evaluation. The controller event log file contained events from 26mar2022 through 31mar2022. A driveline disconnect alarm and subsequent pump stop were captured on 30mar2022. The observed events appeared consistent with a physical disconnection of the driveline. The driveline appeared to be reconnected approximately 9 seconds later and the pump ramped back up to the set speed without issue. No other notable events or alarms were captured. The account indicated that the patient was transported by emergency medical services due to a fall at home that resulted in knee pain that required further evaluation. Following the reported alarm, the patient¿s device was noted to be operating as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, "introduction", lists adverse events that may be associated with the use of the heartmate 3 lvas. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.